Event description:
It was reported that when using the bd pyxis¿ es server patient was not crossing over to the device, and only one patient was affected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient could not be located on the station despite being confirmed in an admitted state. A technical support specialist dialed in to both the station and the server and attempted to locate the patient, but the patient did not appear on the station and logged in to server and confirmed the patient was in an admitted state and verified that the assigned area and unit for the station were correct and ran all device inventory reports from the admission date to the current date, and the last transaction was on (B)(6) 2025 at 11:42:51 and found that the station was configured with 7 admission inactivity days, which likely caused the patient not to appear on the station and informed the customer that they would need to increase the admission inactivity days to perform any patient transactions and then revert the setting to avoid performance issues. The system functioned as intended after the technical support specialist investigated the issue.